Manufacturer narrative:
Product analysis: the device was returned for evaluation. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to deformation, the stent did not meet the visual acceptance criteria. Deformation was observed on the proximal stent wraps, with struts raised. No deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug-eluting stent positioning difficulties were encountered. The lesion was initially difficult to cross leading to retrieval of the stent. Deformation of the stent mesh was observed during retrieval from the patient prior to deployment. No detachment occurred. A new stent was then successfully implanted. The lesion was severely calcified located in the proximal left anterior descending (lad) artery with 85% stenosis. The lesion was pre-dilated. The stent did not pass through a previously deployed stent. Resistance was encountered advancing the stent.  No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The stent was inspected prior to use and negative prep was performed with no issues. There was no injury to the patient. No p atient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.